Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, intermittent leaking was noted from the trocar valve during the procedure, particularly noted during instrument changes. Instruments used were ultrasonic shear, 5mm johan instrument, suction irrigation. There was no excessive torque on trocar / instrument during procedure. Gas flow = 4 litre per minute, pressure 12-14mmhg at one point dropped to 9mmhg during leak. The leak happened only during instrument changes and was resolved by tapping valve with tip of instrument or finger. The gas flow was via another port for most of the procedure but for a short time via this affected port. No patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. No incident related to the reported event was observed during the batch record review.